Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 18 mmol/l. The customer was not hospitalized. The customer stated that they found large air bubbles in the reservoir. The customer was advised to change their reservoir and infusion set. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.